Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's wife reported via phone call low blood glucose levels. Customer's blood glucose level was as low as 42 mg/dl. Customer has been running low for 5 weeks and has gone to the emergency room 3 times. Customer also had a seizure while in the hospital. Customer was wearing the insulin pump when hospitalized. Customer's wife advised they lost the insulin pump.